Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while doing craniotomy, the perforator didn¿t work and resulted in dural tear. It was reported that the product was damaged and no broken pieces remains inside the patients body. The procedure was completed with the reported product. Additional information was being followed up from the facility.

Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of not working properly. It was also noted that the visual and performance tests were carried out and the easy drill stopped normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.